Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.130.202s, lot: 1l37805. Manufacturing location: selzach, release to warehouse date: sep 05, 2018, expiry date: aug 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Product investigation was completed. A piece of about 7.5mm length of the received drill bit is broken off and was not returned. The shaft and the coupling piece are in good condition. Dimensional inspection was completed and met specifications. Core diameter could not be measured as the breakage occurred at the begin of the run-out. The review of the manufacturing documents has shown that with 1.4112 stainless steel the correct material was used and that the hardness was within the specification of 600 +55/0 hv10 as specified in drawing. The complaint is confirmed as the drill bit is broken as complained. The visual inspection under the microscope has shown that the first millimeter of cutting flutes above the fracture face is badly damaged. There are heavy stress marks and the surface is grind down. This is a clear indication for an excessive metallic contact either with the drill guide, the plate or a previously placed screw. This contact caused a mechanical overload and finally the breakage. Based on that and the findings above a manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that open reduction internal fixation (orif) surgery for the second metacarpal fracture was performed with variable angle (va) locking hand system and the drill bit in question on (B)(6) 2019. After drilling a screw hole, the surgeon had difficulty inserting an unknown screw. Thus, the surgeon drilled again, during the second drilling, the drill bit broke and the fragment remained in the patient's body. However, the surgeon decided not to remove the fragment because there was a risk of secondary fracture. There was no surgical delay reported. Patient status and surgical outcome were unknown. The hospital plans another surgery to remove the implant and the broken fragment of the drill bit. The surgeon commented that the strength of the drill bit may be insufficient because as the bone quality of the patient was not that good. Concomitant devices reported: drill (part # unknown, lot # unknown, quantity 1), screws (part # unknown, lot # unknown, quantity unknown) hand plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 1.1mm drill bit. This is report 1 of 1 for complaint (B)(4).